Event description:
The customer reported a pt was burned (minor) by a self-keying pencil. The pencil had been put aside on the pt. This model pencil is reportedly self-activating with sse2l generators.